Event description:
Device issue: stent inadvertently explanted. Time of device issue: during procedure. Adverse event: none. It was reported that after the 3.0x23 promus rx stent was deployed, the stent delivery balloon was advanced to a side branch; however, after inflation when the balloon was being withdrawn from the side branch, the balloon caught on the stent struts. The balloon, guide wire and guiding catheter were all removed as a single unit, however, the stent was inadvertently explanted. There is no information as to whether another stent was implanted to treat the lesion. There were no reported adverse patient effects. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.